Event description:
A customer reported an error message with a battery and booklet icon on their freestyle flash meter. These are indications the meter is experiencing the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.